Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the (B)(6) registry on (B)(6) 2015 stating: pump thrombosis/outflow graft kink / hemolysis. Additional information also received indicated that the patient had abnormal pump parameters and an exchange took place.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported suspected thrombus, hemolysis, and kink in the outflow graft could not be conclusively determined. The instructions for use lists device thrombosis, hemolysis and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2014, the patient's lactate dehydrogenase elevated to 1054 u/l (was 405 u/l on (B)(6) 2014). Liver function tests were normal, total bilirubin was 1.1 mg/dl from 0.7 mg/dl, creatinine was 0.95 mg/dl, and inr was 2.45. On (B)(6) 2014, the patient's inr was 2.58 with an inr goal of 2.5 to 3.5. On (B)(6) 2014, the patient's urine was yellow; however, the patient stated that her urine was darker a few days prior. She denied any dizziness or lightheadedness. The flows were below the normal limits for this patient, but the other pump parameters were within the normal limits. On (B)(6) 2014, the patient reportedly felt well, and was not experiencing any shortness of breath or pump related issues. The pump was interrogated, and no speed drops or elevated pump powers were noted. The patient was to be admitted to the cardiovascular intensive care unit for IV fluids as the physician believed the patient was dehydrated. On (B)(6) 2014, the patient experienced a gi bleed, and a colonoscopy was performed. The bleed was found and clipped. On (B)(6) 2014, the patient's pump was exchanged with another manufacturer's pump. It was reported that the pump would not be returned for evaluation and there was no information available regarding the kink to the outflow graft.